Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to perform any tests due to buttons unresponsive. Pump received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.